Event description:
Facility in (B)(6) reported to EU service and repair: battery handpiece: device failure during surgery leading to delay during surgery (time of the delay unknown). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional evaluation 633063, during the pre-repair diagnostic assessment the service technician identified the following codes: no failure identified, probable cause code as na, action taken as na and no defect found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, no failure was identified by the service technician.